Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1, e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end has foreign material, adhesive around acoustic lens was chipped, and cracked. Based on the results of the investigation, it is presumed the most probable cause is traced to component failure: scope communication error likely due to moisture ingress and adhesive damage due to stress. However, a definitive root cause for foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the ultrasound gastrovideoscope displayed communication error and there was no ultrasound image due to probe damage. The issues occurred during a therapeutic endoscopic ultrasound-guided choledochoduodenostomy (eus-cds). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.